Event description:
I used a product that caused a red rash. I am concerned because use this product on babies. Babies may get rashes, and people may not know that it would come from a baby product. It is called cvs pharmacy ultra soft cleansing wipes with aloe and vitamin e. The 100 percent plant based fibers it comes in a three pack called value pack. I bought another three pack that was the same product. The packages had stamps: (B)(4). The package I used and the other two packs in the value pack did not have these stamps anywhere on the packages. The product also had a small number: (B)(4). It is labeled with the following: cvs pharmacy inc.: (B)(4). I previously have not had problems with cvs products. Reason for use: I use it for cleansing.

Event description:
Follow up on previous report. Product submit/reported to (B)(6) pharmacy where purchased. Previous report stated: I used a product that caused a red rash. It is called (B)(6) pharmacy ultra soft cleansing wipes with aloe and vitamin e. The 100 percent plant based fibers it comes in a three pack called value pack. I bought another three pack that was the same product. The packages had stamps: (B)(4). The package I used and the other two packs in the value pack did not have these stamps anywhere on the packages. The product also had a small number: (B)(4). It is labeled with the following: (B)(4) . Reason for use: I use it for cleansing. Event abated after use stopped or dose reduced: yes.